Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: on investigation, the pump was noted to be returned with all keypad buttons demonstrating intermittent response issues. There was no physical damage to the keypad. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation confirmed/duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked, the display lens was cracked and the display was dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow button over-responsive. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.